Event description:
A malfunction was reported by a customer regarding their pump, which generated an error identified as 12-0x2071. There was no adverse impact on the customer's blood glucose level. A replacement pump was issued with the serial number (B)(6).